Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse ran fe test instruments but could not confirm customer complaint with surgeon side console (ssc). Fse inspected system logs to current but did not find any pertinent errors related to customer complaint. Fse conducted ssc master tool manipulator (mtm) replacement workflow, all tests passed. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon was not able to take control of the instruments installed in universal surgical manipulator (usm4). The surgeon reported he moved to the second console in the room and he was able to take control of the instruments. The procedure was completed with no reported injury.